Event description:
The customer reported that the high-definition 3cmos autoclavable camera head was found to have noise in the image (target recognizable) during the preparation for use/prior to sedation. There were no reports of patient harm.

Manufacturer narrative:
The device has been returned for evaluation and the investigation is currently in process. This report will be supplemental when pertinent information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on legal manufacturer final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the reported issue was not reproduced during evaluation. Since it was not confirmed, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device. A supplemental report will be submitted when additional relevant information becomes available and or received.

Event description:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.